Event description:
It was reported that during a da vinci prostatectomy procedure, the cable broke at the distal end of the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Failure analysis investigation found instrument pitch cable was frayed at the distal clevis hub. No other damage was found at the clevis. Failure analysis investigation also found scratches on the surface of the distal pulley and the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the scratches on the main tube were may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, frayed cable if to reoccur and main tube scratches found during failure analysis, if to reoccur could cause or contribute to an adverse event.